Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have errors in the logs, but the issue was not replicated during failure analysis. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the pfpt and passed all tests. Upon further investigation there was no fluid intrusion or physical damage. Logs showed error 23087 and 23118. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the usm. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. As of the date of this report, the failure analysis investigation is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical distal gastrectomy procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report repeated errors on universal surgical manipulator (usm) 3. Prior to disabling the usm, an error had occurred with usm3. The system was rebooted to have the usm3 enabled, but the error occurred again. Rebooting the system did not solve the issue. Since the user needed all 4 usms, the procedure was converted to a laparoscopic procedure. The procedure was completed laparoscopically with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: two additional ports were placed. The tse was contacted prior to aborting/converting the procedure. The patient tolerated the procedure change with no issue.